Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the patient underwent a headless compression screw (hcs) procedure. During the procedure the cannulated drill bit broke. Broken fragments were easily removed, and no additional medical intervention was required. No surgical delay was reported. The procedure was successfully completed. The patient was reported as stable. Concomitant device reported: unknown headless compression screw (part# unknown, lot# unknown, quantity# unknown). This report is for one (1) 2.0mm cannulated drill bit/qc 150mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device history lot part: 310.221 lot: f-18988 manufacturing site: selzach supplier: sphinx ag release to warehouse date: 29.mar.2016 the device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and material hardness criteria at the time of release with no issues documented during the manufacturing process. Material 1.4112 with measured hardness within specification specification: 580+60/0 hv10 measured: min. 625 hv10 - max. 631 hv10. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation summary investigation was performed on received photographic images located in attachment ¿fw material hcs 2.4¿ on the complaint level. Visual inspection: review of the images provided revealed the drill gauge broke at the most distal diameter taper. Based on visual inspection, the received condition of the device agreed with the complaint description. The complaint condition was confirmed. No other damage was noted to the device. Dimensional inspection: a dimensional inspection could not be performed as the device was not physically received. DHR review: device history record(s) showed that there were no issues during the manufacture of this product including the materials and its properties, which would contribute to this complaint condition. Conclusion: during this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. No definitive root cause could be determined, as the device was not received, and the event conditions were unknown. While no definitive root cause could be determined it is possible that the device experienced abnormal or excessive forces during handling/use. Certain unknown factors could have contributed to the complaint condition, such as the condition of the drill¿s cutting surfaces and the patient¿s bone density. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.